Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high and low blood glucose level and pump was completely dead. Customer's blood glucose value was 600 mg/dl at the time of incident and current blood glucose was 49 mg/dl. The customer was assisted with troubleshooting and declined for high and low blood glucose. The customer was treated with insulin pump. Customer will be returned device for analysis and reservoir will not be returning.